Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a non-emergency treatment experienced a delay of approximately five minutes and completed by moving the patient to another room. A philips field service engineer (fse) went onsite and confirmed the cranial movement was inhibited. Upon inspection, the fse identified and removed a small fragment of the sterile drape that had become lodged within the system tracks. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that a sterile drape got stuck in the gantry, stopping the c-arm from performing cranial/caudal movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.